Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient was taken to the hospital because his bg readings was 838 mg/dl. He stated the alerts did not work on the cgm when the display device was showing "high". It was reported that the patient had mild symptoms (not specified) and emergency medical technicians were called. When they arrived, the patients bg was around 500 mg/dl. At the hospital, the patient was treated with IV fluids and a slow insulin drip and diabetic medication. The patient was in the hospital until (B)(6) 2024. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed, there was no damage. Receiver boot test was performed and failed. The receiver was opened and n internal visual inspection was performed and passed. Speaker/vibrator resistance measurement was performed and passed. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).